Event description:
It was reported that a large volume folfusor underinfused; after 23 hours of patient infusion via a peripherally inserted central catheter (PICC) line, just over half had been infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from april 5, 2022 - april 6, 2022. H10: the actual device was received for evaluation. The sample was returned to the plant containing 99 ml of residual drug fluid in the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.